Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fatal fungal peritonitis and fatal end stage renal disease (esrd). Information regarding treatment was not reported. It was not reported if the pt was hospitalized for the event. Subsequently the pt passed away. The cause of death was esrd and the fungal peritonitis. It was unknown whether dianeal was ongoing at the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. If there is any additional relevant information from that review, a supplemental medwatch will be filed.